Event description:
It was reported that during a laparoscopic procedure, the unit was not very visible through the wall of the urethra. It was further reported by the surgeon that he normally has a better view and the entire urethra is lit up.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.